Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A device history record review revealed no issues that could have caused or contributed to the reported issue. As the device was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). The patient was hospitalized prior to death. The cause of death was not reported. It was not reported if pd therapy was ongoing at the time of death. It was not reported if an autopsy was performed. Additional information was requested, but is not available.